Event description:
During preparation and priming of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that a "sensor not connected" error occurred. An alternate yellow level sensor cable was employed for the remainder of the procedure. There was a short delay in set-up time, but no delay in the actual surgical procedure. The surgical procedure was completed successfully with no adverse consequences to the pt. Investigation in process, but not yet completed.